Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported a falsely decreased alinity I estradiol result on a female patient. Results provided: (B)(6) 2023, (B)(6) = 3017 / 3243 pg/ml (alinity serial number (B)(6 ) (B)(6) 2023 (B)(6)= 565 pg/ml (alinity serial number (B)(6) ) repeated both samples on (B)(6) 2023: (B)(6) = 3672 pg/ml; (B)(6)= >1000 / 3415 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity for lot 45365ud00 did not identify an increase. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Customer field data was used to assess the performance of the alinity I estradiol assay using worldwide data through abbottlink. Review shows that the median patient results for lot 45365ud00 is comparable with other lots in the field confirming no systemic issue for the lot. A review of product labeling was performed which provides appropriate information related to the customer¿s issue. Based on the available information, no deficiency of the alinity I estradiol assay was identified

Event description:
The customer reported a falsely decreased alinity I estradiol result on a female patient. Results provided: 03apr2023 sid (B)(6) = 3017 / 3243 pg/ml (alinity serial number ai04846). 04apr2023 sid (B)(6) = 565 pg/ml (alinity serial number ai04845). Repeated both samples on 05apr2023: sid (B)(6) = 3672 pg/ml; sid (B)(6) = >1000 / 3415 pg/ml no impact to patient management was reported.